Manufacturer narrative:
Age of device: 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s post implant hospitalization has been complicated with laboratory tests showing a dairy elevation in lactate dehydrogenase levels. The patient¿s post-implant medical management includes anticoagulant therapy (heparin, warfarin and aspirin), milrinone and continued diuresis. On (B)(6) 2018, the patient presented with worsening acute kidney injury (aki) symptoms. A chest x-ray showed consolidation and treatment with flolan was initiated. On (B)(6) 2018, the patient was re-intubated due to hypoxic respiratory failure and started on continuous renal replacement therapy (crrt) for oliguria. A right heart catheterization revealed pulmonary capillary wedge pressure of 30 mmhg and right arterial pressure of 26 mmhg. The pump speed was increased to 5300rpm. On (B)(6) 2018, a repeat chest x-ray showed improvement with fluid removal. Crrt. Hypoxia improved tolerating 40% fio2 and the patient was following commands; however, the ldh level continues to rise. The pump speed was increased to 5500 rpm. The submitted log file analyzed by the manufacturer¿s technical services representative showed the pump power and estimated flow trending slightly upward above the patient¿s baseline values. No other atypical pump parameters were noted. As of 25jun2018, it was reported that the ldh was trending down (802 u/l), flows were 3.8-4.0 l/min. The patient remains on a continuous heparin infusion, daily warfarin, plavix and aspirin. On (B)(6) 2018, the patient was transferred out of the ICU to a telemetry floor. Serial echocardiograms and laboratory tests are being performed on daily basis. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on the device. Evaluation of the submitted log files appeared to show the system operating as intended and a direct correlation between heartmate 3 lvas, and the reported events (elevated ldh, respiratory failure, suspected infection) could not be conclusively established through this evaluation. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. The system appeared to operate as intended. The hm3 lvas IFU lists respiratory failure and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The account reported that the patient experienced a fever and had antibiotics administered; however, no further details regarding a possible infection were reported. The IFU also lists infection as an adverse event that may be associated with the hm3 lvas. The IFU and the hm3 lvas patient handbook both provide care instructions in regard to preventing infection. The IFU also outlines the recommended anticoagulation regimen (including inr range) that should be maintained for patients using the heartmate 3 lvas. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.